Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer didn't like the rechargeable implantable neurostimulator (ins) and stated it didn't work. The ins was explanted on (B)(6) and was replaced with a non-rechargeable device. Following replacement the consumer recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, lot# va0pdzl007, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The manufacturer representative reported poor coupling with recharging. It was reported that the manufacturer representative was able to connect to the implantable neurostimulator (ins) with the clinician programmer and patient programmer. They were unable to get coupling boxes. The patient was getting the normal recharging screen with no coupling boxes. It was reported that the patient was unable to charge. Repositioning antenna does not resolved the issue. An antenna locate was attempted and it didn't resolve the coupling box issue. A possible bad recharge antenna was reported and a new antenna did not resolve the coupling box issue. No implantable neurostimulator pocket issues were reported. It was reported that the issue had been present since implant. It was further reported that the patient was implanted with a "defective unit" the patient would be having a replacement surgery. The patient had a tentative plan to have his system replaced to a non-rechargeable system around (B)(6) 2015. The indications for use include non-malignant pain and post lumbar laminectomy syndrome. Patient outcome was not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Stim ins/battery/reduced capacity due to overdischarge .

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via a manufacturing representative (rep) reported that the patient was unhappy with the rechargeable battery because it did not recharge. It was unknown what led to the event or if any diagnostics or troubleshooting was performed. The device was replaced with a non-rechargeable device. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.